Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , "it did not recognize opened door," was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be keyhole was damaged. Which was preventing the link from functioning as intended. The rear case was also found to not be properly secured to the front case. Additionally, the spectrum operator's manual states: "caution: perform preventative maintenance annually. Pumps should be tested for proper performance annually and also whenever damage from drops, fluid intrusion and other causes is suspected." Therefore, it was determined that the cause of the reported issue was external influence, and the keyhole and rear case required replacement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recoginze an open door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.